Manufacturer narrative:
G4:19feb2021. B4:07mar2021. H11:g5:k102985. H10: multiple good faith efforts were made to obtain information regarding context of use, device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If additional information is later obtained, the complaint will be reopened and a supplemental report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2021 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device displayed the blower heater alarm. The device was not in clinical use at the time of the event. There was no report of patient or user harm. The device was evaluated by the customer (biomed) with assistance from a philips remote service engineer (rse). The biomed stated that the staff replaced the air inlet filter and the unit still alarmed. The biomed stated the issue was not able to be duplicated but confirmed error code blower temperature high was in the event logs. The biomed also confirmed the fan to be working. The rse advised the customer that per the service manual, the repair would be to replace the blower assembly, therefore the customer ordered a replacement blower assembly.